Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced at start up. System error 105 was confirmed and caused by severed motor mount screws (6 of 6). The failed motor assembly, screws, bearings and gears were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during software update. It was also reported there was no patient involvement.